Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during procedure, the set screw on the atrial lead port on the pacemaker appeared stripped and the physician had difficulty unscrewing the lead. It was also noted that the device exhibited over-sensing noise and mode switch due to the set screw. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.